Event description:
While onsite for ventilator preventive maintenance, the customer reported the ventilator had shut down when it should have switched to backup battery power. The manufacturer's service technician verified the reported problem. Review of the ventilator's diagnostic log verified the device had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating a 24/+-12v/power fail occurrence. The service technician replaced the power supply and battery to complete the service. Performance verification testing was completed and passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.